Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2020 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The proximal trunk of the trunk-ipsilateral leg component was deployed just distal to the patient's renal arteries with no reported issue. No lack of proximal wall apposition was reported in relation to the trunk of the device. The ipsilateral leg was then deployed on the patient's right side while the physician pushed up the delivery catheter. A contralateral leg component was also deployed on the patient's right side, distal to the ipsilateral leg. A contralateral leg component was deployed on the patient's left side. After successful deployment of all devices, touch-up ballooning was performed. Final angiography revealed that the trunk-ipsilateral leg component had moved around 7mm proximally, and the bilateral renal arteries were partially (around 50%) covered by the endoprosthesis. The physician reportedly suspected that the proximal portion of the trunk-ipsilateral leg component unintentionally moved when the ipsilateral leg was pushed up during its deployment. Measurement of the patient's aorta (angulation and diameter) are reportedly unavailable, but the case report provided by the clinical sales associate suggests no angulation or tortuosity of the patient's aorta. There were no reported issues with the blood flow to the bilateral renal arteries. However, a bare metal stent was implanted in the patient's right renal artery as a precautionary measure, as the diameter of the right renal ostium was reportedly not as large as compared to the left renal artery ostium. The procedure was completed, and the patient tolerated the procedure.

Manufacturer narrative:
H.6. Method code 2 added. H.6. Results code 2 added.